Manufacturer narrative:
An event regarding size/fit issue involving a trident driver shaft was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to event. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon went to use the screwdriver and the screw did not fit on it correctly. There was another screwdriver in the tray that was starting to twist. He wanted to open up a brand new peel pack screwdriver.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon went to use the screwdriver and the screw did not fit on it correctly. There was another screwdriver in the tray that was starting to twist. He wanted to open up a brand new peel pack screwdriver.